Manufacturer narrative:
The technician replaced the brake casters, hex rod and rub plate to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the brakes are not holding. No pt impact.